Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last six months based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was damage during a revision procedure. It was mentioned that the lead could not be removed from the ipg header despite multiple attempts. The patient was doing well post-operative and will undergo a lead replacement procedure. Nothing was explanted. Additional information was received that the patient underwent an lead replacement procedure. The patient was doing well postoperatively. The explanted devices were not released by the facility.

Manufacturer narrative:
Exact date unknown, event occurred over the last six months based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was damage during a revision procedure. It was mentioned that the lead could not be removed from the ipg header despite multiple attempts. The patient was doing well post-operatively and will undergo a lead replacement procedure. Nothing was explanted.